Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (los) and the pacing rate was not as expected. An x-ray was performed, and the rv lead did not show a significant dislodgement. This rv lead was explanted and replaced no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (los) and the pacing rate was not as expected. An x-ray was performed, and the rv lead did not show a significant dislodgement. This rv lead was explanted and replaced no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental was created to add the device evaluation. H. Device manufacturers only. 10. Additional manufacturer narrative.